Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak barrel cracked it was reported by the customer that syringe cracked/leaking, plunger leaking, plunger crooked, rubber/debris in barrel under plunger. Verbatim: rcc received a complaint via email. Email(s) attached. Syringe cracked/leaking. Plunger leaking. Plunger crooked. Rubber/debris in barrel under plunger.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd nogales was not able to confirm the customer indicated failure mode (barrel cracked), since no evidence were shared (samples or pictures) to perform a further investigation. Adding, that we were not able to associate this issue to the manufacturing process, since nogales only perform the packaging of the syringes, only visual inspection in line during the loading of the syringe inside the trays, nothing related to the manufacturing or assembly of the syringes. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance; this lot was accepted. It is recommended perform an additional DHR review on canaan of syringe manufacturing lots to review if any extraordinary event occurred during the manufacturing of those syringes. We will keep monitoring the manufacturing process in case any emerging trend is detected.

Event description:
No additional information.